Event description:
The manufacturer received information alleging a ventilator failed to deliver adequate pressure. The device was not in patient use. The device was sent to a third party service center for evaluation. During the evaluation of the device at a third party service center the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.